Manufacturer narrative:
Product analysis: analysis was able to confirm the touchscreen failure. The touchscreen was out of calibration. Analysis also noted that the stylus housing was cracked and the bezel had minor damage. The touchscreen connector was cleaned, re-seated, and the touchscreen was calibrated. The stylus was replaced. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen failed during field service. The programmer was returned for service. There was no patient involvement.